Event description:
On the 16th january 2015, lenstec (barbados) inc. Received via email, a notification that lenses were being returned via the returns authorization number (ra#) 1259. The lens in question carried the notation "cartridge split, cartridge defect, patient contact. Implant/explant date (B)(6) 2015. Incision enlarged to remove iol, no patient injury. Same model lens used successfully". Further information provided stated that the lc1645s cartridge and the push injector were the instruments used.

Event description:
On the (B)(6) 2015, lenstec (barbados) inc. Received via email, a notification that lenses were being returned via the returns authorization number (ra#) 1259. The lens in question carried the notation "cartridge split, cartridge defect, patient contact. Implant/explant date (B)(6) 2015. Incision enlarged to remove iol, no patient injury. Same model lens used successfully". Further information provided stated that the lc1645s cartridge and the push injector were the instruments used.